Event description:
It was reported that the lead was repositioned due to dislodgement. During the lead reposition, the stylet protruded through the lead.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the eval of the device.